Event description:
On (B)(6) 2015, it was reported that the battery or cartridge cap was loose. No specific information was provided. This complaint is against the battery cap alone. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved. No additional information was available.

Manufacturer narrative:
The device was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.